Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. The complaint sample has not been returned for evaluation. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.

Event description:
It was reported to boston scientific corporation that a stonetome sphincterotome was used during a procedure in 2007. (Patient gender, age and weight unknown). According to the complaint, device was unable to cut the tissue even with high frequency wave. The case was completed with another stonetome sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."